Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the plastic tubing on the heartstring iii was bent and the seal failed to load properly in the delivery tube. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage. There was evidence of blood. The delivery device was returned inside the loading device. The tension spring assembly and the anchor tab were inside the delivery device. The seal was under the window of the loading device. It appeared as the delivery tube was advanced; it was making contact with the seal. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action ((B)(4)) issued for this failure mode. (B)(4).